Event description:
It was reported that on (B)(6) 2023, ureteral stents were placed bilaterally. When the guidewire was used to guide the catheter, the guidewire penetrated to the outside of the ureteral lumen, resulting in failure of ureteral stent placement and failure to achieve the drainage support function. Afterwards, the ureteral stent was removed under cystoscopy. The texture of the soft tip of the guide wire is too hard or other material problems.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be improper tip grind. The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy." "Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2023, ureteral stents were placed bilaterally. When the guidewire was used to guide the catheter, the guidewire penetrated to the outside of the ureteral lumen, resulting in failure of ureteral stent placement and failure to achieve the drainage support function. Afterwards, the ureteral stent was removed under cystoscopy. The texture of the soft tip of the guide wire is too hard or other material problems.